Manufacturer narrative:
The zoll catheter was returned to zoll on 03 jul 2018 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
Approximated 26 hours during ivtm therapy, the thermogard console displayed an airtrap alarm and the user observed the saline bag was low. Upon further inspection, the user observed fluid underneath the console. Following this, the user discontinued ivtm therapy. The user was able to clear the airtrap alarm. Adjunct therapy was administered. No known impact or patient consequence was reported.

Manufacturer narrative:
The reported catheter leak was not confirmed. Visual inspection of the returned catheter was performed. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Functional testing of the returned quattro catheter (lot no. 79089) was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed. All lumens flushed as intended. During manufacturing, all catheters are 100 % inspected. Only units that pass are moved to the next process.